Event description:
Follow-up revealed the scs system was explanted on (B)(6) 2017.

Manufacturer narrative:
Further investigation revealed the date the information was received by the manufacturer for the previous follow-up report should be 5/3/2017 not 3/20/2017.

Event description:
Follow-up revealed no abbott representative was present at the explant surgery.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had an infection at the ipg site. On (B)(6) 2017, the doctor performed incision and drainage of a wound procedure and the patient was given oral antibiotics. However, the infection did not clear. As a result, the patient will undergo another surgical intervention.